Manufacturer narrative:
(B)(4) - material separation evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The actual device used in the case was returned and evaluated. Visual examination of the guide wire revealed that the guide wire was damaged and missing approximately 4cm of the distal tip. The guide wire measures approximately 185.3cm in length. The proximal end of the guide wire appears broken and missing approximately 1cm. The coil wire is unraveled and is missing. A review of the device history record did not detect any deficiencies within the manufacturing process. The event has been confirmed for tip broke off. The exact cause is unknown. The analysis is complete as of today (B)(4) 2013.

Event description:
It has been reported to us that the tip of the guide wire separated; however, was removed during a surgical procedure. The physician was performing intervention on the left arterial descending artery using a radial access. The physician used two guide wires for the case. The physician inserted and successfully placed a stent. The physician needed to place a second stent more distally; however, had difficulty because the stent would not advance forward. The physician removed that from the patient. The physician then attempted to pull back on the second guide wire within the left arterial descending so that the guide catheter would have better placement in to the left main ostium. During this the guide catheter moved out of place and the guide wire tip separated and remained inside the patient¿s left arterial descending artery. The patient was sent for a surgical procedure to remove the separated tip of the guide wire. The procedure was successful without any complications to the patient. The device will be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.